Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of the device kept running when they try to stop it was confirmed. It was determined that the device unit failed the functional test, the electronic control unit was damaged (voltage output without pressing the trigger) and an unknown liquid was found inside of the unit. The assignable root cause was determined to be due to cleaning, sterilization, and/or maintenance procedures not followed per the directions for use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the battery reciprocator device kept running even when they tried to stop it. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.